Event description:
Caller indicated relion confirm was giving variable results. Mr. (B)(6) called stating that he was calling to check the status of the replacement meter that was requested on (B)(6) - he was concerned due to the first meter being replaced being delivered within a day or two, and this request taking longer (the most recent request was sent (B)(6)). Caller stated that with this new meter, he is having the same issue as with the first meter. He stated that he will take a reading and it will be 283 mg/dl and then he will retest due to not trusting the meter and rcv a reading of 25 mg/dl. He said that he is on a sliding scale insulin dosage, and he is concerned that he will take insulin and end up sick again. (As he did with the first meter). He is insisting on a replacement, his control tests have been within range, he states that he is washing his hands, changing the lancet, and storing the strips correctly. I am unable to find any user error. I did explain the 20% meter variance, which he is aware of and he stated that he was an (B)(6) and knows what he is doing. Product was already replaced.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.